Event description:
Customer reportedly received the following results on the guide system within 10 minutes: 186 mg/dl, 160 mg/dl, 130 mg/dl, and 98 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.